Manufacturer narrative:
(B)(4). The reported complaint for "balloon did not expand" is confirmed based on the submitted photos. The photos show the bladder not fully inflating and remained twisted near the iabc distal tip. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action (CAPA), and this device was manufactured prior to the release of corrective actions.

Event description:
It was reported "balloon did not expand during use in a patient". Additional information states " patient with severe cardiogenic shock, who subsequently died. Physician did not state that the death had a direct connection with the non-functional balloon, but he admitted that the situation at least prolonged the procedure." No additional information is available surrounding this event from the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon did not expand during use in a patient". Additional information states " patient with severe cardiogenic shock, who subsequently died. Physician did not state that the death had a direct connection with the non-functional balloon, but he admitted that the situation at least prolonged the procedure." No additional information is available surrounding this event from the customer.

Manufacturer narrative:
(B)(4) the samples returned for this investigation were investigated as representative samples. The reported serial number is (B)(6), and the reported lot number is 18f24a0031. The serial numbers on the returned representative samples were (B)(6). The lot number for the returned representative samples is 18f24a0031. A total of 4 out of 5 samples were returned in their original packaging cartons. The cartons were noted sealed and unused. Upon opening the cartons, the semi-finished kits and the semi-finished insertion kits were completely sealed and unused. The original packaging carton for the serial number (B)(6) was returned and noted previously opened. The semi-finished kit, including the iab catheter, for the serial number (B)(6) was not returned. The semi-finished insertion kit for the serial number (B)(6) was returned and noted completely sealed and unused. The customer photos were reviewed. The photo shows the original packaging label with the serail number (B)(6) and lot number (18f24a0031) information. The photos show an iabc bladder not fully inflating; the distal end of the bladder was noted twisted. The iab catheter identified in the photos was used on the patient and based on the reported event details, the staff did not keep the sample for the investigation. The one-way valve for each returned representative sample was tested and passed. A vacuum was pulled on the one-way valve for each returned representative sample, and it held for at least 1 minute according to quality system document. All the returned representative samples were removed from the original packaging tray by following the instructions of use (IFU) without any difficulty. No damage or abnormalities were noted. The iabc was connected to an iabp using the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping near the distal end of the bladder and was consistent with being twisted. No other abnormalities were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected from the returned sample. The device passed the leak test; however, during the leak test, the bladder did not fully inflate. The distal portion of the bladder would not fully unwrap and was consistent with being twisted. The iabc was connected to an iabp using the returned 40cc inflation driveline tub ing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping near the proximal end of the bladder and was consistent with being twisted. No other abnormalities were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected from the returned sample. The device passed the leak test; however, during the leak test, the bladder did not fully inflate. The proximal portion of the bladder would not fully unwrap and was consistent with being twisted. The iabc was connected to an iabp using the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping near the distal end of the bladder and was co nsistent with being twisted. No other abnormalities were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected from the returned sample. The device passed the leak test; however, during the leak test, the bladder did not fully inflate. The distal portion of the bladder would not fully unwrap and was consistent with being twisted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon did not expand" is confirmed based on the customer provided photos with the complaint report. In the photos, the iabc bladder was noted twisted near the iabc distal tip. Furthermore, a total of four (4) representative samples were received for the investigation. The returned iab catheters were noted unused/within the original packaging trays upon receipt. The device in question was not returned for the investigation. During the investigations, a total of 3 out of 4 samples did not fully inflate and were considered twisted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action (CAPA), and this device was manufactured prior to the release of corrective actions.

Event description:
It was reported "balloon did not expand during use in a patient". Additional information states " patient with severe cardiogenic shock, who subsequently died. Physician did not state that the death had a direct connection with the non-functional balloon, but he admitted that the situation at least prolonged the procedure." No additional information is available surrounding this event from the customer.